Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and removed from the adapter with ease. The clamping mechanism was deformed and the adapters j-hook was damaged. This deformation to the j-hook is consistent with the damage seen when the user tries to remove the reload when it is not opened all the way to its calibrated position. Functional testing found the reload interlock to function properly as well as the reload could be loaded and unloaded without difficulty. It was reported that the device was difficult to unload. The reported issue was confirmed. The most likely cause was not traced to the device. The evaluation detected an unreported condition of thick tissue application. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, after firing, the reload could not be removed from the adapter. When the sales rep checked the product before the interview, it could not be removed at all. When the sales representative confirmed the handling of the scrub nurse after the operation on the day, the scrub nurse did not handle it correctly. The scrub nurse attempted to remove the reload from the adapter forcibly in the condition that the rotation (counterclockwise rotation) for removing the reload was insufficient, as a result, it could not be removed. There was no patient injury.